Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient dislocated and had a closed reduction.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "(B)(6) 2014 consultation left total hip arthroplasty dislocation x-ray ¿superolateral dislocation of left tha¿. A closed reduction under conscious sedation was performed and ¿the patient placed in an abduction brace ¿ follow-up one week...no examination of the explanted head and liner, which were given to the patient at the time that the intention of litigation was noted. There are no MRI images or x-rays of the loose, migrated acetabulum noted pre-revision on (B)(6) 2007. No mars MRI report diagnostic of altr or pseudotumor, and only the addendum to the report at the insistence of the surgeon allows for ¿findings have been associated with metallosis¿ to be added. Normal chromium and slightly increased cobalt levels in a patient with a longstanding previous total hip arthroplasty is not unexpected. The description of ¿some black corrosion debris within the head¿really mild in nature¿ and liner ¿looking quite good¿ in the (B)(6) 2014 operative report did not rule out organic debris in the head and did not describe metallosis. There is no hispathologic diagnosis of pseudotumor or altr. A small amount of corrosion seven years later is not surprising, but not yet proven as pathologic in this case. Examination of the explanted components and histopathology slides are necessary to fully evaluate this case." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of devices and pre- and post-operative x-rays are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient dislocated and had a closed reduction.